Event description:
It was reported that a liner tear occurred. Vascular access was obtained transfemoral. An isleeve introducer sheath was inserted. The patient anatomy was mildly tortuous. No problems were encountered with insertion or removal of the isleeve. Balloon aortic valvuloplasty was performed during the procedure. The procedure was completed. Upon removal of the isleeve it was noticed there was a liner tear approximately 10 cm from the tip of the device and approximately 10 cm in length. It is not clear when exactly during the procedure the liner of the isleeve tore. No patient harm occurred. The patient was stable and in good hemodynamic condition with some mild paravalvular leak present post-procedure.